Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 784776001. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. During a clinic office visit, the physician had imaging done and the imaging showed there was no fluid in the pressure regulating balloon (prb), and the cuff was open. A surgical procedure was performed during which the device was explanted. Upon explant, the physician noticed multiple connection points and there was a weird end of a connector with no tubing. No additional information was provided.